Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported at 1451 a morphine drip was initiated at 2 mg/hour and the device was locked. At 1656, the nurse was repositioning the patient and saw the device was unlocked and infusing at 5 mg/hour. At 1711 the rn informed the doctor the morphine was not infusing at the ordered rate. The customer would like the logs interpreted. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. The pcu event log shows the user did not start the infusion at 2mg/hr as reported. Instead, the pump module was programmed at 3:13 pm on 14 june 2018 to infuse morphine 50mg/50ml at a rate of 5ml/hr (5 mg/hr) with a vtbi of 48ml. The panel was not locked after the programming was completed. At 4:55 pm, the rate was changed to 2ml/hr and the infusion restarted. At 4:56 pm, the user locked the panel. At 5:52 pm, the user unlocked the panel and channeled the device off. The system was then shutdown and powered off. The volume recorded as being infused during this period was 10.449ml. Functional testing found the pump module was delivering fluid within specification. The root cause of the reported overinfusion was user programming.

Event description:
The customer reported at 1451 a morphine drip was initiated at 2 mg/hour and the device was locked. At 1656, the nurse was repositioning the patient and saw the device was unlocked and infusing at 5 mg/hour. At 1711 the rn informed the doctor the morphine was not infusing at the ordered rate. The customer would like the logs interpreted. There was no report of patient harm.